Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to product performance issue. Additional information indicated that the rv lead perforated through the heart however there were no bleeding or adverse patient effects. Attempts to obtain additional information but was unsuccessful. The rv lead was replaced with new lead. No additional adverse patient effects were reported.